Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. Summary: three unopened representative samples were returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a cardiovascular procedure on (B)(6) 2019 and the suture was used. The inferior vena cava was cannulated to make up the needle in cardiac surgery, which just passing through the tissue. The needle and suture were separated when the surgeon just lifted the suture. There were no patient consequences reported.